Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue began, only to say it was ¿around 9:00am¿. The patient reported that he obtained alleged readings on the subject meter of ¿240, 80 and 125mg/dl¿ on the subject meter preformed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results exceeds lfs¿s criteria for precision. The patient manages his diabetes with insulin (self-adjuster) and he reported that he increased his insulin dose by sliding scale in response to the alleged product issue. The patient reported that half an hour after the alleged product issue began he developed the symptoms of ¿sweating and trembling¿, retested his blood on the subject meter an obtained blood glucose results of 60 and 72mg/dl. The patient stated that he self-treated with ¿dextrose¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The patient performed the correct testing steps. The patient¿s test strips were stored correctly and not expired and the test strip vial was neither cracked nor broken. The patient did not have control solution to conduct a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.